Event description:
Clinic notes were received for review that reported the patient was seen in their neurology clinic and it was noted the patient had high lead impedance. Palpation of the stimulator and the leads revealed significant tenderness right at the terminus in the throat just lateral to the larynx. The patient was seen for a surgical consult in relation to their "vns not working" and is scheduled for surgery on (B)(6) 2009. Good faith attempts will be made for the explanted product to be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.